Event description:
It was reported, during surgery, the surgeon noted that it was not possible to assemble the nail on the target device. Another nail was utilized to complete the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.